Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the reported event could not be determined since the event was not confirmed. However, the investigation confirmed no image, which most likely occurred due to a faulty universal plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had poor image quality, visible snowfall during inspection for use. There were no reports of patient involvement.